Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. During troubleshooting customer did not have a new battery to test with the insulin pump. Advised the customer we will send a new battery cap. Advised to insert new batteries, if display does not return revert to back up plan until replacement battery cap arrives. The blood glucose reading was 76mg/dl. Nothing further reported.